Manufacturer narrative:
Date of birth: (B)(6). Device is a combination product.

Event description:
It was reported that stent movement on balloon occurred. The 75% stenosed, 15mm in length, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified, 3.50mm in diameter left circumflex artery. The lesion contained a significant bend of less than 45 degrees. Pre-dilation was performed leaving a 35% residual stenosis. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, the stent dislodged within the balloon catheter upon advancing. The whole system was removed and the procedure was completed with another 2.50 x 20 synergy stent and was post dilated with a 2.00 x 15mm emerge balloon catheter. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(A2) date of birth: 1951 device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system catheter was returned for analysis without the stent. An examination visual and via scope of the crimped stent found that the stent was not returned for analysis. A review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture is within max crimped stent profile measurement. The balloon was reviewed, and no signs of positive pressure being applied to it were noted. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent movement on balloon occurred. The 75% stenosed, 15mm in length, concentric, de novo target lesion was located in the moderately tortuous and moderately calcified, 3.50mm in diameter left circumflex artery. The lesion contained a significant bend of less than 45 degrees. Pre-dilation was performed leaving a 35% residual stenosis. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, the stent dislodged within the balloon catheter upon advancing. The whole system was removed and the procedure was completed with another 2.50 x 20 synergy stent and was post dilated with a 2.00 x 15mm emerge balloon catheter. There were no patient complications reported and the patient's status was stable.